Event description:
It was reported when the patient came for treatment and the function check of the PICC-line was to be done, it was discovered that the PICC-line had moved out a bit compared to previous "positioning". When it was then flushed through, saline leakage was noted from the insertion. PICC-line was subsequently discontinued before treatment could be switched on. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The unit was functionally tested by flushing the catheter with water using a 12ml luer lok syringe. During testing, no leaks were observed. The catheter was microscopically inspected but no remarkable features were observed. Based on the available evidence, the customer's reported defect could not be confirmed.

Event description:
It was reported when the patient came for treatment and the function check of the PICC-line was to be done, it was discovered that the PICC-line had moved out a bit compared to previous "positioning". When it was then flushed through, saline leakage was noted from the insertion. PICC-line was subsequently discontinued before treatment could be switched on. No other information was provided.